Event description:
On january 30, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch ultra2 meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue with the subject device began at an unknown time on (B)(6) 2020. The patient manages her diabetes with oral medication (metformin, 500 mg daily) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at around 10 45 a.m., on the morning on (B)(6) 2020, she developed symptoms of ¿sweating and a headache¿. It is not known if the patient received treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the device was not being used for the first time. The csr resolved the alleged issue by walking the patient through a retest, noting that the cause of the issue was the patients testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue with the subject device began.